Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced an unspecified failure during cardioversion. Additional information related to the event has not been provided. The customer requested that the device be returned for bench repair. The device was reported to have been in use on a patient at the time of the failure. The customer was unable to provide details on the context of the cardioversion or the patient outcome at the time of the reported event. It is unknown if there was any patient injury related to this failure. Additional information has been requested, but has not yet been provide.